Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Data was received but not investigated as data will not confirm the issue. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Functional testing were performed and passed. An attempt to navigate through the receiver main menu and sub-menus using the touch screen and power button was performed and passed. An attempt to downloaded the screen device information was performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.